Event description:
Haemonetics cell saver used during hip surgery as pt refused blood transfusion. Blood was not pulled from bowl to transfer, appeared to pull air into bowl. Disposable was replaced and processing was done without further problems. Original bowl contents wasted (500cc). Hespan used during and after surgery. Lab values continued to decline and pt expired on 3/18/98.